Manufacturer narrative:
Based on technician statement, software and configuration of the ventilator were reloaded. Device passed pre-use check. The device was delivered to the user in working condition. Reported technical error is alarm 'breathing fatal persistent memory error', which is implemented in breathing subsystem. It shall be triggered when the breathing subsystem detects that the persistent memory is corrupt and shall be deactivated at restart only. When the breathing subsystem detects that ventilation settings in the persistent memory still is corrupt despite one restart, the breathing subsystem shall be set in a safe condition until power is cycled. Unfortunately, the device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to software coding.

Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).